Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that clips were fired and another spit out. The surgeon noticed tissue was crimped. The surgeon placed two more clips distal to gallbladder. Upon transection, these clips fell off the tissue. Bile leaked into the abdomen. The cystic duct was ligated with an endo loop. No other er320 was opened. There was no pt consequence and extended or time by ten minutes.